Manufacturer narrative:
(B)(4). The amplatz guidewire was returned. Visual analysis of the device revealed that the guidewire was unraveled and the coil wire was stretched and broken at the distal end. In addition, the core wire was also broken. With the available information, boston scientific concludes that reported guidewire corewire and coilwire were broken. Based on the condition of the returned device, engineers determined that it is likely that it was caused by the way in which the device was handled (excessively and/or forcefully) during procedure or during interaction with the other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the kidneys during a retrograde intrarenal surgery (rirs) procedure on (B)(6) 2020. During the procedure, the amplatz guidewire was unraveled. The procedure was completed with another amplatz super stiff guidewire. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results of corewire and coil wire broken.